Manufacturer narrative:
The manufacturer was contacted in reference to a thermal product malfunction. The manufacturer received information alleging a burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the technician's repair, the technician noticed a burning smell. The technician reported the device was destroyed.

Manufacturer narrative:
The manufacturer was contacted in reference to a thermal complaint on a everflo. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was sent to a third-party service center and burnt pca, clogged sieves, contaminated manifold were found upon evaluation. Inlet filter was replaced due to preventive maintenance. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. A follow-up report will be submitted when the investigation is complete. UDI number, manufacture date and box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to a thermal complaint on a everflo. The manufacturer received information alleging burning smell. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.